Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-06349, related manufacturer reference number: 3006705815-2023-06406. Additional information received indicates that patient¿s both leads migrated. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(b)(40, serial:(B)(6), batch:a000096463.

Event description:
Related manufacturer reference number: 3006705815-2023-06349. It was reported that the patient was unable to set the system into MRI mode due lead migration. Additionally, the patient lost therapy around (B)(6) 2023 due to ipg had reached end of life. It is unknown if this occurred prematurely. In turn, surgical intervention took place wherein the entire system was explanted and replaced to address the issue. Investigation was unable to determine which of the leads attributed to the issue.